Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, inconsistent capture thresholds were noted on the ventricular lead during threshold testing. The pacemaker was removed and replaced, and inconsistent capture thresholds were still present. An ultrasound was performed, showing that the right ventricle was perforated with the right ventricular lead. The lead was successfully repositioned. A pericardiocentesis was performed. The patient was in stable condition.